Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 511 mg/dl. The customer was treated with the insulin pump. The troubleshooting was performed. The customer does not have a tubing clamp available and advised that we will sent one. The patient was advised to call back to complete the high pressure test. No further assistance is needed.